Manufacturer narrative:
Additional: evaluation summary: post market vigilance (pmv) led an evaluation of one device. There were no visual or functional abnormalities observed during product analysis. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related conditions. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a colectomy functional end to end anastomosis procedure, after firing the device at the mouth side of colon, the cartridge could not be removed from the stapler. The cartridge was finally removed after continuous attempts. A new cartridge was loaded unto the stapler however, upon applying unto the anal side of the colon, the device could not fire. There was tissue damage. The stapler was replaced to resolve the issue. The procedure was extended by less than 30 minutes however, there was no patient injury.